Manufacturer narrative:
Additional information : 25 samples were received for evaluation with the aluminum foil peeled. A visual inspection with naked eye noted a sponge fully separated from the cap. The reported issue was verified. The cause of the condition was determined to be conflict during transport. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. 24 samples were received for evaluation with the aluminum foil peeled. Visual inspection found the iodine leaked and stained the threads and surface of the caps. The reported issue was verified. The cause of the condition was determined to be conflict during transport. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the iodine sponge was separated from the minicap for forty-nine (49) minicaps. These issues were identified prior to patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.